Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted stryker to report that their device has a problem with discharge of the defibrillation energy. Upon initial evaluation, stryker confirmed abnormal energy discharge, impedance was too high. In this state, the device may not be able to provide adequate defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device has a problem with discharge of the defibrillation energy. Upon initial evaluation, stryker confirmed abnormal energy discharge, impedance was too high. In this state, the device may not be able to provide adequate defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was determined to be due to logged event code which is related to the impedance level. After clearing the code and completing other repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.